Manufacturer narrative:
The product is not available for return and the lot number is unknown. Therefore, a device history record (DHR) could not be performed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, the root cause of this event could not be conclusively determined.

Event description:
Reportedly, there was insufficient capsular support. A vitrectomy was performed, and a lens of a different model was placed in the anterior chamber. Additional information was requested but not received.